Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6 and h10. The device was returned for physical inspection. Upon evaluation, user report of "not working" was confirmed. It was also noted that the motor does not spin, no output present, and locking mechanism failure for burr attachment. Minor scratches on the housing. An investigation was completed by the OEM (original equipment manufacturer) and determined that the root cause of the locking mechanism failure is due to normal wear and tear. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the device motor does not spin and no output. The reported customer issue of device not working was confirmed. Unrelated to the reported issue, minor scratches were observed on the housing. Investigation is ongoing. This report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device was reported seems not holding the burr attachment and not working. There was no patient involvement reported.